Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that when the patient woke up, he experienced chest pain, headache, disorientation, body cramped and was throwing up (high blood glucose level). The patient stated when he removed the infusion set the cannula was found to be bent and he faced this issue with five infusion sets when he removed them. Moreover, the infusion set had been used since (B)(6) 2022 and the site location was patient's buttock. Recently, his high blood glucose level event began on (B)(6) 2022 and subsequently, at 11:00 am, he was admitted to the hospital due to diabetic ketoacidosis with blood glucose level of 26 mmol/l. During hospitalization, he received insulin via intravenous route as corrective treatment. Currently, the patient was in the hospital and his blood glucose level was 13 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.